Event description:
Information received from our another country affiliate. An ecp reported a pt was seen in 2007 and was diagnosed with an infectious corneal ulcer. The ulcer was described as being 2 mm in diameter, mid-peripheral, at 11 o'clock. There was no decrease in visual acuity. The ecp did not culture the ulcer. The pt was treated with gatifloxacin hydrate eye drops q1h. The ecp reported the pt's symptoms were resolved on a week later, and the pt was given acuvue oasys trial lenses. The pt had a follow-up visit on seven days later, and bcva was 20/17. The ecp reported the ulcer was completely resolved on six days later. The ecp did not have the product or the product lot #. No further information was provided by the ecp. All MDR reportable events are reviewed with senior management during quarterly management review meetings.

Manufacturer narrative:
No conclusion can be drawn.